Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While setting up for case, it was noted that the keel punch teeth were broken. The broken instrument was removed from the sterile field before the surgery began.

Manufacturer narrative:
(B)(4).examination of the submitted confirmed damage on one cutting tooth. The tooth was still attached to the punch. It is unknown if the tooth came in contact with a hard surface or possibly a cutting tool. The broach was tested for material hardness and found to meet drawing specifications. A search of the complaint database against product code (B)(4) found one additional report of teeth breakage/damage. Based on the inability to identify root cause, no evidence of product error as a contributing factor, and the low frequency of reported events, no corrective action is being pursued at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.